Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: patient receiving IV chemotherapy, IV, ns, and IV mensa during change of shift, IV cyclophosphamide handed off per policy with rate verified. Mensa was infusing with about 1/3 of 1 l bag left. At about 2100, IV pump alarming that medication was completed. IV pump volume infused showed about 1200 ml infused. Order for infusion was for over 24 hours. Medication was hung at 1838 according to documentation (ran for over 3 hours). Vitals were taken and patient was stable with adequate clear urine output recorded. Patient denied pain. Notified oncall md and pharmacist regarding incident. Charge rn notified and was escalated to house supervisor. Patient remained stable.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The pump was not returned for evaluation, and the device logs were not made available. Further investigation of the complaint is not possible without a device for evaluation or the device logs. The sample is valuable tool in investigating the cause of this incident. If the device or the device logs do become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.